Event description:
Device broke during surgery. Additional information has been requested.

Manufacturer narrative:
Investigation completed 6/12/17. Method: -device history review/service history. -trend analysis. Device history records (DHR) of manufacturing lots 1165444 and 1165109 of 23 khz standard tip was reviewed. According to the DHR review, no anomalies were reported during the assembly and packaging processes of these lots that could be related to the reported condition. Three (3) of complaints are related to fg lot 1165444 and the other two (2) to fg lot 1165109. The reported condition (broken tip) is not part of the device¿s release criteria; therefore, there is no established aql to calculate the lot tolerance percent defective (ltpd) for this defect. Review of the complaint system from april 2015 to april 2017; show fourteen (14) complaints related to ¿broken tip¿ (including the complaints being investigated) have been reported in the cusa tips and flues products family. Most of these complaints identify the possible root cause of the returned units with an application error that is caused when the tip is in contact with another metal object during use. The user guide units indicates certain precautions that must be followed, for example; ¿when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use.¿ (B)(4). Conclusion: failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation and three attempts have been made trying to obtain.

Manufacturer narrative:
Investigation completed 08/29/2017. A visual inspection found tip in two sections--the short section that had broken off measured approximately 6.0mm in length. The piece had fractured off at an angle and the edges were jagged. The main body of the tip exhibits scratches along the length indicating contact with a hard surface. Also, close inspection of the fractured edges of both sections of the tip observed surface anomalies consistent with contact with a hard surface (e.g. A metal instrument, staple, clip). The user guide units indicates certain precautions must be followed, for example; ¿when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use.¿ the root cause of the findings was not conclusively determined but, is consistent with user error.